Event description:
It was found during baxter's testing that a pump was alarming for a downstream occlusion. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom downstream occlusion was confirmed and reproduced. The downstream unit passed additional upstream occlusion and downstream occlusion tests. As a result, the unit was calibrated to ensure accurate detection.